Event description:
It was reported that during a total knee replacement procedure that the blade broke at the mount. It was also reported that the broken portion was retrieved from the surgical site and that the surgeon has no concerns about pieces being left behind. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was examined visually and it was confirmed that both mount tabs had broken from the blade. The blade lot number info has not been provided to permit further investigation. The root cause is undetermined.